Event description:
A customer contacted stryker to report that their device had an unexpected power reset. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was scheduled to be evaluated by a stryker field service representative (fsr). However, the stryker fsr connected with the customer by call and the customer confirmed that the device was currently working without problems and that the device did not need to be evaluated at this time. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer

Event description:
A customer contacted stryker to report that their device had an unexpected power reset. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.